Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was functionally tested at customer site and found that the air trap block needs to be replaced to remedy the reported complaint of the air trap will not clear. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). In conclusion, the reported complaint of the air trap will not clear was confirmed during functional testing and was attributed to a defective air trap block. After the air trap block was replaced, the console passed all functional and electrical testing criteria. Serviced at customer site.

Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During set-up for ivtm therapy, the air trap would not clear on the "check the following" screen of the thermogard console. Another console was used to treat the patient. There were no patient sequelae reported by the customer.